Manufacturer narrative:
Analysis not required due to customer not returning the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he opened a sensor yesterday and the needle popped out. Customer was using expired sensors. He was advised not to use expired products. His blood glucose was 117 mg/dl. Nothing further reported.